Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter was unable to be identified. It was confirmed that the nozzle was not deformed and there were no obvious reprocessing deviations. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water nozzles are clogged, and the draining function is reduced, curved rubber adhesive part cloudy, curved rubber bond cracked, foreign object inside the nozzle, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, air and water supply cylinders corroded, scratches on insertion tube, insertion tube discolored, scratches found on the tip cover, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, scratches found on switch 1, up/down knob corroded, scratches on the scope connector side of the universal cord, and peeling of the paint recognized on the air/water supply cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope, having oil film on the screen when inserted into the body. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.